Event description:
It ws reported that 2 days following implant, the patient had to return to surgury to tighten the device set screws. It was also reported that the device was alerting/alamrming the patient every four hours. The device remains active. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.